Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010; inratio: 3.1; lab: 2.3. Date: (B)(6) 2010; inratio: >7.5; lab: 6.1.

Manufacturer narrative:
Investigation pending.